Manufacturer narrative:
The hyperthermia pump was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint regarding the touch screen; the unit performed according to our specifications. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury reported. Without additional information, it is difficult to determine what occurred in this case. Upon reviewing complaints for the past year, it appears that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the touch screen became unresponsive during a hyperthermia case. The machine was turned off and reset by perfusion and the screen became unresponsive. The case was finished with the issue occurring again.